Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed. The frayed cable sections were sticking out at the wrist in various lengths. Additional finding not reported by the site was idler pulley exhibited rim damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken wires on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.